Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support stating that blood glucose levels were elevated at 309 mg/dl after having changed infusion supplies earlier. The individual reported receiving an occlusion alarm earlier and had resumed insulin delivery. Troubleshooting was performed by having the individual disconnect the tubing from the body and attempt a fill tubing step, during which no insulin drops were observed. The individual then noted that the connector was not properly locked into the device and that the cartridge was pushing out. The individual was guided to rewind the device, reseat the cartridge, and perform the fill tubing step again. Insulin drops were observed, and insulin delivery was resumed. The individual was advised to monitor blood glucose levels. Toward the end of the interaction, blood glucose was reported at 277 mg/dl. The individual did not perform ketone testing, reported feeling well, and did not require third-party or professional medical assistance. The individual was advised to continue monitoring blood glucose levels and to seek further assistance if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.